Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during interrogation an error code 6 was observed for the patient. Error code 6 involves unexpected device reboots resulting in disablement of therapy. Troubleshooting for the error code has not been attempted, and the patients generator remains disabled. Internal data from the generator was received and reviewed. The device history records of the generator was reviewed. The generator passed final functional tests prior to distribution. The generator was manufactured before the screening process was implemented to mitigate the potential for gc5 reboots. Internal investigation has identified that the root cause of the unexpected device reboot is related to a hardware bug within the microcontrollers used in these devices and interaction with the device firmware. No other relevant information has been received to date.